Event description:
Nellcor puritan bennett received information that suggested that the duration of the battery used in the ventilator device did not last as long as expected, and that the ventilator device failed to alarm and alert the caregiver when the battery charge was low.

Manufacturer narrative:
Npb will notify FDA should further information be received from the customer.